Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported telehealth visit, bent cannula, needle mechanism failure and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had a telehealth visit with their doctor. The patient reported that the cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 701 mg/dl. The patient was nauseous and had a headache. The ketones were large. For treatment, the parent changed out the pod and gave a bolus correction. The patient was prescribed zofran. The cannula was bent, while wearing the pod between 4 and 24 hours on the abdomen. The visit lasted around 15 minutes.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window. The arms of linkage assembly were not deployed. The download data showed no drive stalls or time outs. An 0x12 alarm was generated indicating a reset caused by low voltage detection. The device delivered 45 first prime pulses and deactivated before needle deployment due to the 0x12 alarm. The batteries were measured to have expected voltage and the shelf mode current was observed to be in specification. The device was reset & paired with a master pdm. A 5-unit bolus was successfully delivered. No abnormalities were seen in the rerun data. The exact cause of the generated alarm could not be determined. The cannula could not have any bends nor kinks as the cannula never deployed.